Event description:
Event description cpi received information that during the attempted implant of a ventak mini implantable cardioverter defibrillator (ICD), the ICD delivered shocks appropriately, but impedance readings indicated that the chronic endotak transvenous defibrillation lead was shorted.